Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor was reprogrammed all results were within specification. No product deficiency was identified.

Event description:
Customer's caregiver reported that on the 5th day of the customer (a child) wearing the adc freestyle libre sensor, a "scan again in 10 mins" message appeared and remained for 2 hours. It was further reported the child experienced "hypoglycemic shock", losing consciousness and "rolling of his eyes". A family member injected the child with glucagon and after regaining consciousness, he drank orange juice. There was no report of death or permanent impairment associated with this event.